Event description:
It was reported that the patient experienced coupling and or communication issues. The patient was able to charge when lying flat on her back and was able to get 8 coupling bars, but was unable to get good coupling when she stood or used the belt. With spacers she could get coupling bars in a sitting position; however, this varied from 0-8 coupling bars. The implant was in the abdomen and the patient had not experienced any weight changes since implant. The problem had existed since implant. Even when the patient was lying for a few hours the battery never charged past a quarter, and the follow-up physician had referred the patient to the implanting physician for a pocket revision. The patient was also unable to adjust stimulation as the battery was in a discharged state. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead, model 3777-75, serial# (B)(4), implanted: 2010 (B)(6), explanted: na; lead, model 3777-75, serial# (B)(4), implanted: 2010 (B)(6), explanted: na; programmer, model 37743, serial# (B)(4); recharger, model 37752, serial# (B)(4).